Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high, out of range hv lead impedance was observed. Dft testing was performed and could not be terminated by the ICD. External defibrillation was used. The lead and device were explanted. The patient condition is good.